Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer blood glucose level was 566 mg/dl. Customer also reported they were unable to rewind and drive support cap was protruded. Customer stated insulin pump was dropped long time. The device will not be returned for analysis.